Manufacturer narrative:
Device was used for treatment, not diagnosis. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: during a surgery on a reconstructive hip, surgeon was using a battery power line machine. The acetabulum reamer got stuck causing the hand piece to rotate out of the surgeons hand. The force was so great that the surgeon suffered ligament injuries in his hand. There was nothing wrong with the synthes battery reamer drill. Surgeon was reaming with a competitors instruments, so the injury was also reported to that company. This is 1 of 1 reports for this event.